Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed a hair floating inside the drip chamber. The reported condition was verified. The cause was due to a manufacturing issue. The issue has been communicated to involved personnel to ensure awareness. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set contained a hair in its burette chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.